Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiologist reported that after 2 years and 11 months of support, the patient disconnected himself from both power leads and became unconscious. A family member reportedly reconnected the power source; however, the patient never regained consciousness. The patient was subsequently taken to a local hospital where he was placed on "cooling protocol" and expired the next day.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.